Event description:
It was reported that the pump was alarming with error 1870. The batteries were removed and then reinserted after 30 seconds. The pump was restarted, and the settings were reviewed. The label says the total volume is 105.8. The patient was unable to see a rate or the number of hours of infusion. The patient stated they wear the pump from tuesday to thursday. Reservoir volume: 91, rate: 2.3, given: 15. The event occurred while in use with a patient at the patient's house. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.